Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.

Event description:
It was reported that a system error 2240 (air in tubing) and system error 2367 occurred on the homechoice machine during use in cycle 8 of 12. There was patient involvement, but no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s12k16042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample underwent a visual inspection and no defects were found. Therapy on the homechoice was performed with the device, and no alarms or defects were noted. If additional relevant information is received a follow-up will be submitted.